Event description:
Boston scientific received information that this lv lead had dislodged. The lead was successfully explanted and a new lv lead was implanted. This lead was out of service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was successfully explanted and a new lv lead was implanted. This lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
(B)(4).